Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the upper gastrointestinal (gi) tract during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, this resolution 360 clip device was the 3rd clip placed onto tissue. The clip was able to grasp and lock onto the tissue but was unable to release from the catheter to deploy. Eventually, after a couple of minutes of struggle, the clip released and deployed onto tissue, and the procedure was considered completed at this time. The customer provided a photo and it was observed that the handle was broken and the control wire at this section was kinked. There were no patient complications reported as a result of this event.